Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg36-j10ur-us is available in the USA with a 510k number k200090. We checked the returned unit and confirmed that the air/water channels clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.